Manufacturer narrative:
(B)(4). Evaluation summary: it was reported that an expired plus 30 priority pack device was sent to the customer. The indeflator was returned inside the unopened chipboard box and unopened tray. The expiration dates on the chipboard box and tray labels were 2018-01-31, confirming the reported issue. The complaint investigation determined the product had been shipped with an incorrect expiration date. On june 26, 2018, abbott vascular decided to initiate a voluntary field action for this product. Abbott vascular submitted medwatch # 2024168-2018-05114 on june 28, 2018 with notification of the voluntary recall (remedial action initiated). Corrective action has been implemented per site operating procedures. The product will continue to be trended. The additional 19 priority pack (ppak) devices are being filed under separate medwatch report numbers.

Event description:
It was reported that 20 expired units of ppak devices were sent to the account. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.